Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("device migrated in uterus") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("constant pain"), alopecia ("hair loss") and mood altered ("mood changes"). The patient was treated with surgery (subtotal hysterectomy planned). Essure was removed. At the time of the report, the device dislocation, pelvic pain, alopecia and mood altered had not resolved. The reporter considered alopecia, device dislocation, mood altered and pelvic pain to be related to essure. The reporter commented: she was having all side effects to date and was hoping for major improvement when subtotal hysterectomy is carried out. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): device dislocation: (B)(4) cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.